Event description:
It was reported that the right atrial lead had no capture at maximum output and was not sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with non-severe explant damage. There were no anomalies observed regarding the returned lead. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. An in-vivo insulation breach or conductor fracture was not observed. Products: (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 6947 implantable tachy lead 2011 (B)(6). (B)(4).